Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are not other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the plunger scratched the lens. The lens was removed from the eye and another lens was implanted instead. In follow up, the sales representative reported that after he did additional prepping technique with the nurses, there has been no further issues.